Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon burst. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.